Manufacturer narrative:
(B)(4) the lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient developed infection around the percutaneous endoscopic gastrostomy (peg) stoma site. It was reported that the patient was treated with two rounds of antibiotic keflex, each for 10 days. The infection is resolving and looks better. The patient also used lamisil cream on the site as recommended by the physician.